Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has a low audible alarm. Additional malfunction is the pilot valve alarms and shuts down.